Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy one by one, resulting to a not smooth band deployment. It was reported that the bands did not deploy off from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy one by one, resulting to a not smooth band deployment. It was reported that the bands did not deploy off from the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the suture was broken. The slack was taken up correctly, and the post showed insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. The ligator head was not returned; hence, there is no enough evidence to determine if the device unable to deploy. Upon analysis, it was found that the suture was broken. This condition could have been generated due to manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The broken suture is an evidence that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Since it was the handle assembly only that was returned, it is not possible to carry out a more thorough investigation to determine the influence of the device on the deployment problem of the bands. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.